Manufacturer narrative:
(B)(4). Product not returned for evaluation. Unable to contact customer. No customer information available. Most likely underlying root cause: mlc-58-user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory.

Event description:
Customer complaint of high blood glucose test results. Customer took the glucose meter along with her to a 3 hr glucose tolerance test (you drink the sugary drink) and tested within one to two minutes of my blood draw. The results were as follow: (B)(6). No medical attention or symptoms reported by customer.